Manufacturer narrative:
The suspect device is expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that the wing of the splittable sheath introducer broke off. Hemostats were used to break away the sheath and complete the procedure. No patient injury reported.